Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings:the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; the down arrow, ok and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly with no visible signs of discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the 'up' button was intermittently unresponsive. The reporter stated that has to press 'up' button multiple times to get response at times. The reporter stated no unusual activity with pump and was not exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.